Event description:
The customer was hospitalized for hypoglycemia. It was stated that the total amount of insluin of what the pump shows is incorrect. Troubleshooting was performed. The programming and histories were accurate. However the bolus history only show two boluses. Indicated to the customer that the pump is operating as designed. The customer had not removed the reservoir or manually injected with reservoir.